Event description:
It was reported that the right ventricular (rv) lead high voltage "b" (hvb) and superior vena cava (svc) impedance alerts triggered for high impedance. It was also reported there was a questions regarding the potential of a lead fracture. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. However, the defibrillation coil was distorted and there was blood/body fluid on several conductors (not obstructed). The inner tubing was kinked/buckled and the outer tubing overlay was melted. There was also an exposed defibrillation coil with white substance. Visual analysis revealed apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. However, the defibrillation coil was distorted and there was blood/body fluid on several conductors (not obstructed). The inner tubing was kinked/buckled and the outer tubing overlay was melted. There was also an exposed defibrillation coil with white substance. Visual analysis revealed apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead high voltage "b" (hvb) and superior vena cava (svc) impedance alerts triggered for high impedance. It was also reported there was a questions regarding the potential of a lead fracture. The rv lead was removed and replaced with a new lead. It was further reported that there was a question regarding connector fit. The device remains in use. No patient complications have been reported as a result of this event.